Event description:
Customer, who is a healthcare professional, reported that some time at (B)(6) 2015, while on a camping trip abroad, she began to "sweat and shake", but when she attempted to perform a test using her adc blood glucose meter the test did not start and then the meter turned off. Customer's family member administered a glucagon injection. No additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Note- duplicate result and conclusion codes were entered in the evaluation codes section due to an error received during attempted submission indicating "ni" is not a valid entry. The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. The event date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.